Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. The thoracic aorta was non-tortuous and non-calcified and measured 26.6 mm in diameter by CT. It was reported that during the placement of the talent thoracic stent graft, the stent graft moved distally from its intended landing zone, resulting in sub-optimal placement and requiring the placement of a second graft. Then, when placing a second talent thoracic stent graft, the second graft also moved distally. The physician did not intervene for the second inaccurately-delivered graft. It is possible that both stent grafts had been undersized. In addition, after the second graft was implanted, a faint blush was noted. The physician has elected not to intervene any further. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required). Evaluation result: (possible undersizing of the stent graft).